Manufacturer narrative:
(B)(4). Batch # (B)(4). The analysis results found that the mcs20 device was returned with a clip in jaws and in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 11 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # ni. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: this was a thyroidectomy ... The blood was minimal , basically time it took to grab vessel and tie it...the clip from my understanding felt like jammed , them when it released shot out and pierced tissue.. Not sure of the formation of clip.. No transfusion needed , no negative patient outcome .. Can you further clarify if the event occurred with multiple clips or with just one clip? Did the clip not form? If yes, was the clip unformed? Was the clip malformed? Was the clip scissored? Did clip cut the vessel? Was there any bleeding associated with the event(s)? How much blood loss occurred (mls)? If yes, was a transfusion required? Was there any change of procedure or alteration in post-op care of the patient? What is the current patient status?

Event description:
It was reported that during a thyroidectomy procedure, it was reported that the clip went through vessels. The device worked with the first clips. The case was completed by the surgeon tying off the vessels. There were no patient consequences reported.